Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was able to clear the alarm and resume insulin delivery successfully. There was no reported impact to customer's blood glucose level.